Event description:
The customer reported that the camera would not rotate the image. Also the x-ray lamp cover and bulb were missing.

Manufacturer narrative:
The ge service rep verified the issue and found that the camera rotation needed calibration after he had replaced the sram card. He tested the camera rotation several times while shooting fluoro. No other issue with the camera was noted. He ordered a replacement x-ray bulb, and cover and installed a lamp assembly. He tested the unit by shooting fluoro and making sure the lamp lights.